Manufacturer narrative:
D6b: explanted date: unknown if the device was explanted. E3: occupation: vascular surgeon. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a cerebral angiogram procedure. A 6fr procedural sheath was used to access the right common femoral artery. After the procedure they used an 8fr angio-seal for closure. Hemostasis was not achieved upon deployment of the angio-seal. An ultrasound was performed and noted a false aneurysm, 30mm, digital pressure applied without success. Vascular surgeon intervention was needed to repair the right common femoral artery, evacuate hematoma, repair right inguinal ligament injury, and right anterior thigh hematoma. Suture closure of right common femoral artery by vascular surgeon achieved good hemostasis. It was reported by clinicians in the dept that deployment technique did not appear correct. Stated more likely user error rather than device malfunction. The procedure was completed successfully. Additional information was received on 04jul2023: a pre-deployment angiogram was not performed, however confirmed that ultrasound was used during the deployment of angio-seal device. The patient has since passed away from a stroke. The hematoma was reported to be the size of a golf ball. Swelling and discomfort and was also reported. There was no numbness, faint pulse, or weakness in movement reported. The customer was not aware of difficulties with arterial access, sheath, guidewire, or catheter insertion. The estimated blood loss was unknown. There were no concomitant devices used with the angio-seal. Additional information was received on 05jul2023: the patient death was confirmed to be unrelated to angio-seal device or issues related to closure of the arteriotomy. The patient's stroke related to existing cerebral condition.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for the alleged post deployment complication of pseudo-aneurysm due to use of device against the instructions for use (IFU) indications. The exact root cause for the alleged pseudo-aneurysm post deployment could be related to using the device to close a puncture site larger than what it is intended for. The cause of the death of patient was alleged to be pulmonary embolism and per the conversation with the chief medical officer, it is very unlikely that an angioseal vip could lead to the pulmonary embolism. It could be due to the other comorbidities of the patient that were not disclosed. Therefore, the relationship of the device to the reported death event cannot be substantiated based on available information. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).